Manufacturer narrative:
The sensor was removed during second attempt on (B)(6) 2019.

Event description:
On november 07th, 2019, senseonics was made aware of an incident where the physician was unable to explant the eversense sensor on the first attempt made on (B)(6) 2019.